Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer allegedly provided a false negative temperature reading when used on their child. The consumer stated that the child's body temperature was measured at 37.1°c, while the braun thermometer allegedly displayed a temperature of 34.5°c. The consumer reported that the device was subsequently reviewed by a physician. Kaz USA, inc. Has requested that the product be returned to our company for testing.